Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 38mm proximal of weld site. The proximal section of j stiffener wire measures approx 50mm and migrated down lead body approx 40mm proximal of weld site. It appears that entire j stiffener wire was rec'd with all recorded meausrements adding up to approx 88mm.

Event description:
Device analysis is provided.